Event description:
Reportable based on analysis completed on (B)(4) 2013. It was reported that during a percutaneous coronary intervention procedure (pci), no cross and a shaft kink occurred. The 90% stenosed target lesion was located in a non-calcified and severely tortuous left circumflex artery. The 15mm x 2.25mm nc quantum apex balloon was advanced for pre- dilatation. The device could not cross the lesion despite several attempts to cross the lesion. The physician dilated the proximal of the lesion with this device, but the device could not cross the lesion. The shaft of this device was kinked during the attempts. The device was removed and the procedure was completed with a non-bsc catheter balloon. No patient complications were reported and the patient's status is good. However, device analysis revealed that the device hypotube was detached /separated.

Manufacturer narrative:
(B)(4). Device evaluated by MFR: there was blood and contrast in the guide wire lumen. The balloon was loosely folded which is consistent of having some positive pressure applied. The hypotube was detached/separated 24.5cm from the strain relief. The fracture faces were oval shaped, as if kinked prior to separation, and the material was jagged and stretched, which suggests that the separation may be related to tensile overload (material stress/fatigue). The distal tip was damaged. Magnified inspection presented no damage or irregularities that could have caused or contributed to the reported shaft kink and crossing difficulty and the confirmed hypotube detachment and tip damage. A thorough analysis of the returned device could not confirm the reported shaft kink and crossing difficulty. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).